Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The distal conductor appeared stretched, and blood/body fluid was found on the proximal conductor (not obstructed). The outer insulation was torn and exhibited a cosmetic depression. The lead appeared to have been stretched and exhibited apparent explant damage. (B)(4) the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that the right atrial (ra) lead fractured. The lead was explanted and replaced. The replacement lead later dislodged, and was explanted and replaced. No patient complications have been reported as a result of this event.